Event description:
The caller alleged discrepant results when repeated the test with inratio meters. The results are as follows: 2008: 1, same day: 1.1.

Manufacturer narrative:
Discrepant results (accuracy) when repeated in ratio test with different hemosense meters. The results provided by end-user at time complaint was filed: 2008: 1, same day: 1.1, average: 1.05, stdev: 0.07, %cv 6.73. The acceptance criterion is 20% or less as per internal procedure. The product will not be investigated.